Event description:
The customer reported the x-ray screen froze and would display a communication error. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The connections on power signal board, mono block controller and fluoro functions board were evaluated and reseated. The mono block controller backup battery and main on/off switch were replaced. The system was tested and found to be working as intended and returned to service.